Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 7c18 that has a similar product distributed in the us, list number 1l82.

Event description:
The customer observed (B)(6) results while using architect anti-hbs reagents. The following data was provided for the same patient. The patient uses cutoff greater than 10 miu/ml for patients that do not need vaccination. Sid (B)(6) (tested in (B)(6) 2018) (B)(6). Previous and subsequent testing were done in other facilities using the architect method. Previous result was lower (sid (B)(6) tested (B)(6) 2018 (B)(6). Subsequent result was higher (sid (B)(6) tested (B)(6) 2018 (B)(6). The patient did not receive a (B)(6) vaccination. No adverse impact to patient management was reported.

Manufacturer narrative:
Evaluation of the customer issue included a complaint text review, a search for similar complaints, device history review, labeling review, and field data review. The product was not returned. No adverse trend was identified for the customer issue. Device history review did not identify any issues that may have caused the customer issue. Labeling was reviewed and found to be adequate. Abbott link world wide data was used to evaluate historical product field performance. The evaluation indicated that the patient median result for the complaint lot was comparable to other lots in the field between february 25, 2018 and august 25, 2018. No unusual reagent lot performance was identified. Based on all available information and abbott diagnostics evaluation, no systemic issue was identified and no product deficiency was found.